Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was discovered that mapping in the atrium yielded poor electrical values. As a result, the procedure was terminated with only the right ventricular lp installed on (B)(6) 2025. There were no patient consequences.